Event description:
Same case as 2134265-2015-03111 and 2134265-2015-03127. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. It was noted that the performance of the system was not stable and sometimes slow. Also, it was noted that automatic pullback could not be performed. The procedure was completed with a manual pullback.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).